Manufacturer narrative:
Analysis of product ID 3334800 of serial # (B)(4) and lot # 205588485 confirmed that the handpiece was overheating. The handpiece has run for 1 minute at 80k speed at the end of the minute the temperature on the rear rose to 100 f, the middle to 117f and the nose temperature rose to 152 f. It runs intermittently and drops in speed. Sounds very rough while in use. A cleaning brush has been found inside the motor. The cable has a lot of kinks in it. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece was overheating during intra-op. No patient impact reported.